Event description:
Drager ventilator reading internal power failure. Patient was still being ventilated successfully. Ventilator switched out for another one. Vent taken to respiratory holding area to be assessed.drager technical service representative determined it was due to incompatible driver and reloaded software.what was the original intended procedure?maintain patient airway, breathing.